Event description:
It was reported approximately one week post implant that the epicardial right atrial (ra) lead exhibited high thresholds and no capture at maximum output. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.